Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be verified. The representative measured the output throughout the range of the system and found all to be within specification. Error in measurement technique is the suspect cause of the purported error. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8900 radiation output was five percent high. There was no adverse pt involvement reported. There was no pt information reported.